Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and battery was dead. The customer¿s blood glucose level was 438 mg/dl. Insulin pump had power loss alarm. Troubleshooting was done for high blood glucose and under delivery. The customer declined troubleshooting for high blood glucose. Customer was decline troubleshooting for insulin pump replacement. Insulin pump had power loss alarm over a night. Troubleshooting was performed for power loss alarm. Customer was able to clear the alarm. Insulin pump had replace battery now alarm without low battery alarm. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer state this was the second occurrence of replace battery now without a low battery warning. Customer states the battery cap was not loose, cracked or damaged. The insulin pump will not be returned for analysis.